Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture, malposition and asymmetry.

Event description:
USA. Allegedly, a patient who underwent a breast revision augmentation on (B)(6) 2025, presented to the office with asymmetries of her upper pole with the right side being lower less projected than on the left side. She also presented with inframammary fold malposition and lower pole stretch for which surgical intervention was recommended. During the surgical intervention, the right implant was found rupture. R: (B)(6).